Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right side. The 75% stenosed, 10x3.0mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the non-tortuous and moderately calcified proximal right coronary artery (rca). Pre-dilatation was performed with a 2.5x20mm and 2.75x20mm maverick balloon catheters resulting to 46% residual stenosis. A 12x3.00 omega¿ stent was advanced but had difficulties advancing and failed to reach the lesion. It was then noted that the stent dislodged. Subsequently, the whole system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.